Manufacturer narrative:
(B)(4).

Event description:
An MDR is being filed after user facility informed that the door, who has a known allergy to polyisoprene, developed a severe systemic allergic reaction after use of polyisoprene glove, gammex non-latex pi ortho. End user claimed that distributor sent the wrong replacement product.